Event description:
No additional information.

Manufacturer narrative:
One mp1000-c china sample was received without packaging for investigation; some residual fluid was present in the maxplus but no connecting product was available for investigation. The customer reported that the affected sample was from lot 24115001 and that after opening the package, it was found that the connector shell was damaged and leaked." Additional information noted that the leakage was identified during priming with a bd pre-filled 10ml syringe and that it was not disinfected. The sample was subjected to pressure testing, which confirmed the customer's experience; leakage was observed from a hairline crack running along the female luer adaptor (fla). The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 24115001 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000-c china set in the past 12 months.

Event description:
It was reported that the bd maxplus needleless connector was damaged. The following information was provided by the initial reporter, translated from chinese to english: the hospital reported that after opening the package, it was found that the connector shell was damaged and leaked. Additional information received by the customer: please confirm how the fault was identified? It occurred when the needleless connector was replaced for the patient during PICC maintenance please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? It occurred during the preparation stage, when the pre-filling was used for exhaust. Please confirm the make and model of the connecting product(s)? The connected product is bd pre-filled, 10 ml. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? The customer informed that there was a gap in the transparent surgical tube. Please confirm what substance was being infused during the time of the event? No liquid was infused. Was there any patient harm? No harm was caused to the patient please confirm if the sample has been disinfected ¿ if so when and with what substance? It was not disinfected.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.